Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: after several attempts manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for high blood glucose results. Accompanied by symptoms. The customer is concerned with the result of 214mg/dl. The expected fasting blood glucose test result range is 98 to 112mg/dl. The customer did report symptoms of feeling nauseous and dizzy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was reviewed for previous test result history. 97mg/dl, (B)(6) 2017, 06:51 am, fasting: yes; 97mg/dl, (B)(6) 2017, 06:49 am, fasting: yes; 92mg/dl, (B)(6) 2017, 06:48 am, fasting: yes; 87mg/dl, (B)(6) 2017, 06:22 am, fasting: yes; 214mg/dl, (B)(6) 2017, 11:32 am, fasting: yes. Memory concerns: the customer is concerned with the result of 214mg/dl the call was transferred from (B)(6). I spoke to mr. (B)(6). He is calling due to getting high result when he takes his blood test. The customer takes his blood test fasting. He is not feeling well and he does not need any medical attention. He takes metformin in the morning and night to manage his diabetes. He states his blood sugar never goes over 112mg/dl. He is concerned with the result of 214mg/dl. He does not have any test strips to perform blood test.